Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the poor communication message was seen on the patient programmer. The patient was not able to turn the implantable neurostimulator (ins) off using the implantable neurostimulator recharger (insr) of the patient programmer. With troubleshooting the consumer was still getting the poor communication screen. The insr was not able to communicate with the ins. It was reported that the ins was charged 2 days ago; however, the reposition antenna screen was seen when a recharger session was attempted during the call. An antenna locate was reviewed but the patient was still not able to start a charge session. There were no changes to the ins site and the consumer did not think that the ins was flipped; however, it was reported that some time ago the patient was in a lot of pain. The patient thought it was the weather but then it rained and the pain eased up. This was reported to be 2 weeks ago. The consumer recalled that they had been seeing the call your doctor end of service (eos) message for some time. This was reported to be the last couple of weeks. The inability to communicate with the ins had been occurred in (B)(6) 2016 for the last 1 or 2 days as this was the second or third day. The consumer did not report any allegations regarding the longevity however the battery did not reach the expected 9 years. It was reported that the patient turned on their implantable neurostimulator (ins) last night ((B)(6) 2016) and had been feeling a shocking sensation since. The patient could not turn stimulation off. The patient had been seeing eos on the *pp for the past 4-5 days. The patient was waiting for authorization from their workman¿s compensation to schedule a health care professional (hcp) appointment to get the ins checked. The patient felt shocking and pain suddenly on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.